Manufacturer narrative:
Approximately two and a half years later the device was replaced for normal battery depletion. During the replacement procedure, shock impedances were showing measurements greater than 200 ohms in all three high voltage vectors. Boston scientific technical services (ts) was contacted and provided troubleshooting support, however measurements were still out of range. The field representative was contacted and stated that he as well as the physician suspect this to be a lead issue based on the event history. The field representative also noted that the lead was not revised during the generator replacement as the physician felt it wasn't a good time to perform a lead extraction. Ts suggested programming max outputs if the lead remains inservice. Defibrillation threshold (dft) testing was not performed with the new device, however will be scheduled for a later date. The field representative confirmed that the explanted device will be returned. No adverse patient effects were reported. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4). Boston scientific received additional information that the patient had a generator replacement and now with the new crt-d, has had another alert detected for high shock impedance measurements. The physician has elected to monitor the situation at this time. No interventions have been taken since the new crt-d was implanted.

Manufacturer narrative:
Approximately two weeks later dfts were performed. Shocks were delivered at 17, 31 and 41 joules. The patient did not convert at 17 joules, however converted at 31 joules. A 41 joule shock showed 120 ohm shock impedances, however impedances came down to 80-90 ohms post dfts. The physician has elected to monitor the patient at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was detected due to high out of range shock lead impedances. The impedances have intermittent spikes over the last year. Pacing impedances do not show the same spikes, however measurements have been variable. Technical services recommended additional testing to assess the lead/system integrity. The local area sales representative was going to discuss the next course of action with the physician. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted and confirmed this patient will be monitored at this time. Should additional informaiton become available, this report will be updated.

Event description:
Additional information was reported indicating that, at the normal battery depletion (nbd) replacement, a code 1005 was discovered. This indicates, that when a shock was delivered, the shock lead impedance was greater than 145 ohms. Two shocks were delivered, during the procedure. Both shocks converted the arrhythmias, and a code 1005 was declared, on the second shock. This does not damage the device. However, technical services agreed that the lead should be revised. There was no time, thus only the device was removed for nbd. The lead was later abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.